Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data was collected from the device, analyzed and revealed the following: battery voltage - pre/approaching elective replacement indicator (eri). Weekly trend in save to disk data shows min bat=2.65 to 2.64 volts (B)(6) 2011, is before device rrt<= 2.62 volt. The device did not meet the expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device reached elective replacement indicator (eri) in 3.2 years. Therefore, the crt-d device was removed and replaced with a new device. No patient complications have been reported as a result of this event.